Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Primary tka surgery was performed on (B)(6) 2009. From 3 or 4 years ago, wear of the insert has been suspected. Then a revision surgery was performed on (B)(6) 2016.

Manufacturer narrative:
Additional information noted upon file closure, therefore lot #, expiration date and device manufacture date was updated.

Event description:
Primary tka surgery was performed on (B)(6) 2009. From 3 or 4 years ago, wear of the insert has been suspected. Then a revision surgery was performed on (B)(6) 2016.

Manufacturer narrative:
An event regarding wear of a scorpio nrg insert was reported. The event was confirmed. Method and results: device evaluation and results: a visual & dimensional inspection was performed as part of a mar. The report indicated the proximal surfaces of the device were inspected with the aid of a stereomicroscope at magnifications of up to 50x. Burnishing, scratching, third body indentations, pitting and delamination were observed on the articulating surfaces. Burnishing is caused by adhesive/abrasive wear of the insert against the femoral component. Delamination and pitting are fatigue mechanisms that occur as a result of cyclic contact stresses between the femoral knee and the insert induced by patient activities. Pitting involves the liberation of millimeter sized uhmwpe particles. Burnishing, scratching, third body indentations, pitting and delamination are consistent with commonly identified damage modes in uhmwpe inserts. The distal surface of the tibial insert is showed damage to the distal surface included impressions of the surface textures from the tibial tray occurring during in-vivo service. Damages related to the removal of the insert from the tibial tray were evident on the distal and anterior surfaces. Localized areas of rough abrasive wear were found on the anterior, medial, and lateral surfaces of the tibial post. The posterior surface of the tibial post was burnished smooth. Damage to the post was likely caused by repeated impingement of the femoral knee component during articulation. There was no evidence of a white flake band on the post or insert that could indicate oxidation. Dimensional inspection: a wear analysis was performed as part of the material analysis report (mar), dated 11-nov-2016. A wear analysis was conducted on the articulating surface. A coordinate measuring machine (cmm) was used to measure the insert thickness at six gauge points on the articulating surface per the insert component drawing. A reduction of insert thickness directly correlates to material loss due to damage and wear. The gauge points were well distributed across the articulating surface exhibiting damage. The in-vivo service duration was approximately 6.92 years. Wear rates were calculated based on the deviation from nominal drawing requirements. The mean linear wear rate across the measured gauge points was 0.0838 mm/yr, with a maximum measured wear rate of 0.1473 mm/yr. A clinical study reported the mean linear wear rate to be 0.35 mm/yr from a range of 0.05-1.68 mm/yr. Non-wear related damages, such as surface indentations caused by third body debris and delamination, may have contributed to the measured deviations. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: a mar was performed as part of the investigation the report concluded; "in-vivo service related damages to the articulating surface of the insert included burnishing, scratching, third body indentations, pitting and delamination. These are commonly identified damage modes on uhmwpe inserts. Per the blueprint this insert was not made of x3 uhmwpe. The measured linear penetration wear rates of the articulating surfaces were consistent with wear rates determined in clinical studies. There was no evidence of manufacturing or material defects on the returned components examined." If additional information such as medical records, x-rays and patient history becomes available, this investigation will be reopened.

Event description:
Primary tka surgery was performed on (B)(6) 2009. From 3 or 4 years ago, wear of the insert has been suspected. Then a revision surgery was performed on (B)(6) 2016.